Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the right knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.